Event description:
It was reported that on: (B)(6) 2006: the patient presented with degenerative disc disease, l4 to l5 and l5 to s1. Marked to severe low back pain. Marked radiating left greater right buttock pain. Marked radiating left greater than right lower extremity pain, numbness and tingling consistent with lumbar radiculopathy. Bilateral lower extremity study performed on (B)(6) 2006 suggestive of left l5 root irritation with probable radiculopathy. L4-5 left central stenosis. L5-s1 left lateral recess stenosis. L5-s1 decreased disc space height. L4-l5 and l5-s1 discograms positive for reproduction of concordant low back pain and positive for abnormal disc morphology. L4-5 and l5-s1 discogenic disease. L4-5 and l5-s1 significantly decreased t2 weighted signal and disc dessication. The patient underwent the following procedures: muscle-sparing anterior abdominal extra peritoneal approach for anterior lumbar inter-body fusions (2 levels), anterior l4-5 and l5-s1 diskectomies and intervertebral fusions with femoral ring allograft bone grafts and bone morphogenic protein. Mobilization of left iliac artery and aorta. Mobilization of left iliac vein and ligation of ilio-lumbar vein. Plastic closure repair of abdominal wound. As per-op notes, bmp was prepared per the protocol and placed onto cellolose sponges. Approximately 2 cellulose sponges containing bone morphogenic protein were placed into the inner diameter of the machined freeze dried lordotic 13mm femoral ring allograft bone graft. The 13 mm lordotic machined femoral ring allograft bone graft was applied and placed from anterior to posterior into the l4-5 intervertebral region. There appeared to be satisfactory fat of the femoral ring allograft in the l4-5 intervertebral region. The machined femoral ring allograft bone graft at l5-s1 was removed. 1 1/2 sponges of bmp was re-applied and placed from anterior to posterior into the l5-s1 intervertebral region. The patient was transferred to the recovery room in a stable condition.

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5, l5-s1. To achieve fusion, surgeon performed a procedure by utilizing rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. As a result of the fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for the rhbmp-2/acs related injuries. The patient has never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.